Manufacturer narrative:
(B)(4).

Event description:
An infection was reported; specific details were not provided. The pump and catheter were explanted. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.